Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of under infusion was unable to be verified or reproduced during evaluation. The device achieved passing results when tested for flow rate. The device was found to deliver within specification in relation to the reported under infusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy in the hematology department (medication, dose, programmed amount and delivery rate unknown). The reporter reproduced the under infusion in the customer biomedical department. There was no patient injury or medical intervention associated with this event. No additional information is available.